Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap of two (2) exactamix 3000 ml eva tpn bags "snapped off" of the spiking port. This occurred during transport. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned; however, photographs were received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the images showed the spike port broken off of two bags. The reported condition was verified. It was reported that the spike port cap was broken off during transport and the photos showed filled bags. The cause of the issue is therefore "shipping issue". Should additional relevant information become available, a supplemental report will be submitted.